Event description:
Over the last few months of using the dexcom g7 sensor over 50% of the sensors have fallen off due to bad adhesive despite dexcoms application instructions being followed. Along with mutable "silent failures" where the sensor would fail but not indicate a failure and still provide readings. My worst case was when the sensor silently failed in the middle of the night giving blood glucose readings of 40-60, triggering my insulin pump (the beta bionics ilet) to stop dosing me and trigger alarms. By the time I woke up my blood sugar was nearly 600 while the sensor was still reading 50.